Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 8 years due to unknown reasons. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. Postoperatively, the patient experienced biventricular failure requiring emergency exploratory median sternotomy with conversion of the previously placed venovenous ECMO to arterial venous cps, cardiopulmonary support with surgical hemostasis and resuscitation. The patient was returned to the ICU in stable but critical condition.

Manufacturer narrative:
Evaluation summary: as received, all 3 leaflets had cut sections that were not returned with the valve. Heavy calcification was observed in the cusp area of leaflet 3, moderate to heavy calcification was observed in the cusp area of leaflet 1 and moderate calcification was observed in the cusp area of leaflet 2. The free margin of leaflet 1 exhibited moderate to heavy calcification, free margin of leaflet 2 exhibited moderate calcification. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice. Host tissue was heavy at the stent outflow and minimal to moderate at the stent inflow. Host tissue fused leaflets 2 and 3 at commissure 3 on the outflow aspect. A tear was also observed on the free margin of leaflet 1 at commissure 2. The x-ray demonstrated calcification. X-ray. Additional manufacturer narrative: a copy of the patient's operative report was provided which indicates that the patient presented with critical prosthetic mitral valve stenosis requiring re-replacement. Tee demonstrated a well-seated valve but with severe calcific involvement of all 3 leaflets and immobility of the leaflets. This was confirmed at the time of operation. The device was replaced with another edwards bioprosthetic valve. Post implant tee demonstrated a well-seated bioprosthesis without any evidence of perivalvular leak, with well-preserved left ventricular function, and improvement in overall right ventricular function. Patient tolerated the procedure well. The explanted device was returned to edwards for analysis, which confirmed the reported calcification on the valve. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. No further actions are possible with the available information.

Manufacturer narrative:
Additional information has been requested from the healthcare provider regarding this event. Unfortunately, no details regarding the explant have been provided. The explanted device is currently being evaluated by edwards. A supplemental report will be submitted once completed.